Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). The closure device met release criteria and was implanted. Ten (10) minutes post implantation the patient became hypotensive, and it was discovered the closure device had embolized. An unsuccessful attempt was made to snare the closure device then the patient was transferred to surgery for explantation. No patient complications were reported.

Manufacturer narrative:
Device analysis the return product consisted of a watchman delivery system (wds) implant; the delivery system sheath was not returned for analysis. The implant fabric, struts, and anchor were visually and microscopically examined. No device damage or defects were identified during analysis. Product analysis could not confirm the reported device embolization as clinical circumstances could not be replicated. Media from the clinical procedure was provided to bsc and reviewed by a member of the bsc global medical safety organization. Media provided by the facility included 3 still images taken with smart phone from computer screen. The fluoroscopy image shows contrast injection of the laa which has a chicken wing shape. The measurement taken in this image would yield a compression of about 12-13%. At 25 and 55 degree of tee angle the two other images do not show any significant shoulder or proximal position, but no other angles are available for review. In the 25-degree view, the device apposition to the laa wall towards the aortic valve seems to leave a small gap but it is not possible to confirm that without any other views. The available media is limited and does not allow to determine the cause of the embolization. There are no pictures available showing the embolized device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). The closure device met release criteria and was implanted. Ten (10) minutes post implantation the patient became hypotensive, and it was discovered the closure device had embolized. An unsuccessful attempt was made to snare the closure device then the patient was transferred to surgery for explantation. No patient complications were reported.